Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Not confirmed. See attached supplier evaluation.

Event description:
It was reported on 08/02/2022 by a sales representative via sems that an ar-6480 pump is running even after being shut off. This was discovered during an unspecified time with no patient harm.